Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 results for 1 patient plasma sample on a cobas 6000 c501 module. The initial gluc3 result was 99 mg/dl. The customer was having qc issues and was prompted to repeat the sample after noticing a qc drift after running patient testing. The sample was repeated on another c501 analyzer and the result was 62 mg/dl. The repeat result was deemed correct.

Manufacturer narrative:
The analyzer serial number is (B)(6). The customer performed probes washes and an air purge. The investigation is ongoing.

Manufacturer narrative:
Calibration data was consistent on the day of the event. The provided quality control data showed erratic recovery surrounding the day of the event. Upon review of the alarm trace, abnormal probe aspiration alarms were present surrounding the event. These are indicators of poor sample quality. The field service engineer checked the instrument. All fluidic rinsing and pump pressures were checked. Visual checks were good. The sample probe was cleaned. Precision studies were performed and recovered within specifications. Operational and mechanical checks passed. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.